Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experienced ineffective pain coverage in the desired pain pattern. A full parameter diagnostic indicated invalid and low impedance values on several contacts. X-rays did not show anomalies with the system. Reprogramming was attempted to no avail. Surgical intervention is being considered to address the issues.